Manufacturer narrative:
Batch review performed on 26 june 2024. Lot 2337142: (B)(4) items manufactured and released on 28-sep-2023. Expiration date: 2028-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had signs of hip infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Event description:
The patient had signs of knee infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
The description of the event has been modified from the previous one. This is the new event description: the patient had signs of knee infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.